Event description:
It was reported that the patient with this pacemaker device exhibited oversensing and noise. The noisy signals and oversensing was on atrial tachy response (atr) episodes which occurred during patient's radiation therapy. Technical services (ts) reviewed and stated that the atr episodes recorded corelated to the time of the radiation therapy. The presenting electrogram (egm) showed the device was operating as programmed. All lead measurements were within normal limits. This device remains in service. No adverse patient effects were reported.